Event description:
The customer was performing a correlation study as part of the change control procedure in the lab, and was comparing architect havab-m patient results generated from an older reagent lot and a new reagent lot. The customer noticed some discrepancies between the two lots where four patient samples generated inconsistent results. The customer provided an example of discrepant results: sid (B)(6). When sample was repeated with another reagent lot: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4): high test results evaluation results: cross contamination was identified as a potential cause. Conclusion: (B)(4) manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(4) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(4) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance.(B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(4) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.